Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. The customer reported they use cold insulin, tandem customer technical support informed customer that cold insulin is off label per the user guide. The customer changed supplies and resumed insulin therapy.